Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device running by itself could not be duplicated. Service and maintenance were completed on the device, and it was returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own during a total knee procedure. The case was completed successfully with another device without a delay. There were no adverse consequences reported as a result of this event.